Event description:
Asku

Event description:
The patient reported that she had an infection and that it was treated. The patient also reported having drainage from the incision, that it is sore, burns, it is hot over the device area, and that she is in "a lot of pain". The device remains in use. No further patient complications were reported as a result of this event. Additional information received indicated the device and the lead were removed and that there was no objective evidence of infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
The patient reported that she had an infection and that it was treated. The patient also reported having drainage from the incision, that it is sore, burns, it is hot over the device area, and that she is in "a lot of pain". The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.